Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited far-p over sensing. The rv lead sensitivity change was performed. The patient had no consequences.